Manufacturer narrative:
The ge healthcare service representative replaced the casters to resolve the reported issue. Left voice message for customer contact requesting patient information on (B)(6) 2020. No patient information provided to date.

Event description:
The hospital reported the ventilator tilted toward and fell on an employee moving the unit when the caster broke off the base. The employee was seen by his physician and was not injured.